Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for blank display, off no power alert and received weak battery alarm. The customer¿s blood glucose was unknown. Customer reported that battery lasted only for 16-18 hours. Customer reported that pump just powered off and when it came back said a battery error. Customer states they did not receive a low battery alert prior to the off no power alert. Customer states the battery was not previously used. Customer reports the pump was not dropped. Customer reported that the insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected battery power loss anomaly and failed battery test alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label and cracked battery tube threads.